Event description:
It is reported that patient underwent right total hip arthroplasty on (B)(6) 2007. It is also reported post op, patient experienced pain and was revised on (B)(6) 2010.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer (B)(4), which markets the devices in the (B)(4). The manufacturer did not receive explanted devices or x-rays. The op report has been reviewed. It states that patient had developed a calcar horn of 4 cms, extending towards the acetabulum, which had to be removed. The cup was in vertical position. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. It is not suspected that product failure lead to the alleged event. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case closed. Zimmer reference number of this file is (B)(4).